Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a loss of video signal while using the hd camera head. The issue occurred at preparation for use when the electrosurgical unit was switched on. The procedure was completed with a similar device and there was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated by olympus. The reported phenomenon was confirmed and the evaluation identified cable unit damage that resulted in loss of water tightness and image quality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video signal lost did not function properly due to cable damage or flooding failure caused by mishandling. However, the specific cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The name of the procedure was not available, there was no delay and the patient was not under general anesthesia at the time. The similar device used to complete the procedure was an otv-s7pro-6s processor (serial number (B)(6)); this information was added to section d. Suspect medical device>concomitant medical products.